Event description:
It was reported by customer that during use on patient, water kept filling up the tubing of iabp (intra aortic balloon pump) and then it was removed, but it kept coming back. Iabp was switched out with a new one. The same exact issue happened, but it read "internal communication fail". Then it was shut off and turned back on and got a ton of error messages. There was no patient harm or injury reported.

Manufacturer narrative:
UDI # is incomplete as the catalog#, serial # were not provided. This information was requested from the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report numbers 2249723-2025-0003601 and 2249723-2025-0003612. Please refer to mfg report number 2249723-2025-0003601 and 2249723-2025-0003612 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0003623 in your database.

Event description:
N/a